Event description:
A 4.0mm diameter x 18mm length ave gfx stent was inserted and deployed at the target lesion site in the circumflex artery. The stent was deployed at 8 atms of pressure and then re-inflated to 16 atms because the physician felt that the stent was under-sized for the vessel inner diameter. At 16 atms, which exceeds "rated" burst pressure of 9 atms, the balloon burst within the stent. After removal of the stent delivery system from the pt, it was noted that a portion of the balloon material remained within the pt. The balloon material was successfully snared from the coronary artery, and the pt is doing fine. There was no additional clinical sequelae reported relative to the event.